Event description:
It was reported that entrapment occurred. The target lesion was located in the non-calcified and non-tortuous left circumflex (lcx) artery extending into the first obtuse marginal branch. There was angulation into the lcx. After a samurai guide wire, along with another wire, was placed, a 2.50 mm x 12 mm emerge balloon catheter was advanced on the samurai. When the balloon was in the guide catheter, it got stuck on the samurai wire. It was noted that the wires were not crossed but the balloon got stuck midway in the guide. The emerge balloon and samurai wire remained intact and were removed together. There was no visible damage to the emerge balloon catheter. The procedure was completed with different devices and there were no patient complications.